Event description:
The customer reported via phone call that they received an unexpected restart alarm after changing their battery. The customer's blood glucose was 283 mg/dl. The customer's alarm history revealed a signal too low alarm, unexpected restart alarm, low battery alarm and no delivery alarm occurred. The customer also reported a blood at site after changing their infusion set. Customer reported the no delivery alarm was resolved by a complete set change. Troubleshooting did not occur at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.